Event description:
It was reported a patient underwent a spinal surgery at l4-s1 with using a different device at l4-s1 and a cage at l5-s1. The surgery was performed via posterior lumbar interbody fusion (plif) at l4/5 and via transforaminal lumbar interbody fusion (tlif) at l5/s1. After inserting the cage, it was confirmed by imaging that it was placed a bit more anteriorly. Thus, there was an attempt to place the cage posteriorly, but the tip of the inserter broke. Several attempts were made to retrieve the tip from the patient¿s body. Eventually, the surgery was completed leaving the tip fragment beside the implanted cage. The surgical time was extended 31 to 60 minutes due to the incident.

Manufacturer narrative:
(B)(4): analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Visual examination confirms the superior tang is broken. The broken piece is missing and not returned for analysis. Fracture initiation appears to be located at the base of the tang, consistent with bend stress overload. Microscopic examination of the fracture surface reveals a fairly quasi-brittle fracture, with no indication of fatigue. The above observations are consistent with bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.